Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's correction and final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected field - e3. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable root cause is protector is cracked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a break in cable. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a break in cable. The issue was found during an unspecified procedure. There were no reports of patient harm.